Manufacturer narrative:
Results of investigation: upon completion of analysis, it was determined that the touch screen of the device is not reacting on user touch inputs. The root cause was determined to be a defective touch screen. The component is for replacement.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that touch screen was not responding properly. Touch screen calibration and test keeps failing but cables are intact. The customer also reported that there was a patient during the malfunction, and the patient was transferred to another ventilation due to this reported incident.